Event description:
The customer reported the ventilator had a pressure sensor failure when powered on. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. As reported, failure of the pressure sensors may affect the accuracy of the system pressure measurement, which may result in a vent inop occurrence. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. As the device was out of warranty, the customer contacted manufacturers product support engineer (pse) and reported the problem does not occur when the unit is opened. The customer reported the data acquisition pcb to motor controller pcb cable was not disconnected but will replace the cable as a precaution to address the reported problem.

Manufacturer narrative:
Out of warranty; no request for manufacturers service.